Event description:
Additional information received reported that the patient received a new programmer and was coordinating an appointment to have the new programmer bonded to her implant.

Event description:
It was reported that the patient experienced a return of urgency and a lot of urinary tract infections. A cystoscopy was scheduled for (B)(6). It was noted that the patient did not have her programmer. Additional information received from the hcp reported that perioperative antibiotics had been administered, and the patient had a uti, not a device infection. A culture was positive for e. Coli. The patient was given oral antibiotics and the infection resolved.

Manufacturer narrative:
Product ID 3093-33, lot# v466364, serial# implanted: (B)(6) 2010, explanted: product type lead. Product ID 3037, lot# serial# (B)(4), implanted: explanted: product type programmer, (B)(4).

Event description:
Additional information received reported that the patient needed to be trained with the patient programmer. She left the office feeling the stimulation comfortably and in the vaginal area. There were no issues with the device and the patient was doing fine when she left the office.